Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate the cause for the discrepant results was due to failure of user to heed system error messages (reagent barcode mismatch error messages). The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
At 222 discordant d-billirubin, patient results were obtained with the advia bilirubin assay and were reported to the physician. The samples were repeated on an alternate analyzer and different results were obtained. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant d-billirubin results.